Event description:
Asku

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay was melted, there was blood/body fluid on the proximal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the device was returned, analyzed and no anomalies were found. Analysis of the leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) and two leads were returned from an unknown crematory with no information other than the patient's name and date of death. The patient died approximately twenty days post the implant of the ICD. Cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. Analysis of the leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.